Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittent filled the infusion set tubing while connected to the infusion set tubing. There was no reported impact to customer's blood glucose level. Tandem technical support educated the customer on proper infusion set insertion.